Event description:
It was reported that the implantable pulse generator (ipg) rhythm strip showed an intermittent loss of ventricular pacing or occasional dropped ventricular pacing beat. The patient was not symptomatic. Sensitivity adjustments were made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).